Event description:
Intravenous (IV) heparin was infusing. The nurse last checked/verified that the medication was infusing at 0430. When staff went into the patient's room at 0640, the pump was turned off. The patient was unsure how or when it was turned off. No alarms sounded. All staff on the nursing unit did not touch the pump. Staff were unable to determine out how/why the pump was in standby mode. The pump was in anesthesia mode. A replacement pump was ordered and the malfunctioning pump was removed from service and returned to the outside agency rental company. This facility has requested a copy of the service report on the pump, but have not received it to-date. The patient had a recheck of blood tests related to heparin administration, but had no injury related to the omission of the heparin.